Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of respiratory tract irritation, dizziness, headache, kidney disease/toxicity and lung disease. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of respiratory tract irritation, dizziness, headache, kidney disease/toxicity and lung disease. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed the following from an external and internal inspection: a dust like contaminate on the ui (user interface) panel, ui knob, top enclosure, keypad, rear panel, accessory module and sd (secure digital) cover flip door, bottom enclosure, blower motor, and the blower box. Hairlike fibers on the interior of the bottom enclosure. The sd card and philips pollen filter were missing from the device. A keratin-like substance was observed on the blower box outlet. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Using a known good power supply and ac power cord, pil powered on the device and initiated therapy verifying airflow. Review of the device log showed: errors logged: 0 errors were logged. Evidence of sound abatement foam degradation/breakdown was not observed. Pil confirmed no presence of degraded sound abatement. Pil is unable to directly address the symptoms specified.